Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two vad stopped alarms logged on (B)(6) 2016; these alarms indicate disconnection of the driveline from the controller. Analysis of the device revealed that it failed to meet specifications; the device passed visual examination but failed functional testing. The controller internal battery (bt1) that supplies power for the "no power alarm" was found depleted and unable to recharge. The reported event was duplicated at the bench level. The most likely root cause is a faulty internal battery (bt1).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during smr-upgrade the controller failed "upgrade test procedure 2.10" with no no-power-alarm. The controller exchange was well tolerated by the patient. It was stated that there were no effect on patient and was doing fine the whole time. No additional information provided. Investigation is ongoing.